Manufacturer narrative:
Not returned to manufacturer.

Event description:
Mobi-c p&f us: implant was inserted into disc space and removed with no precision about the reason. Another implant was used. Additional information requested to distributor.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation. Attempts have been made and no further information has been provided. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Based on the product history records and the recurrence of this type of event for this implant, the investigation found no evidence to indicate a device issue. From the only information initially provided, the cause for the event cannot be determined. The cause for the device disassembly is unknown. Requests for additional information did not receive a response. The investigation found no evidence to indicate a device issue. Root cause is unknown.